Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and a guidant right ventricular lead were associated with a remote monitoring alert for a low shock impedance measurement. A boston scientific technical services (ts) consultant and a boston scientific field representative discussed delivery of low- and high-energy shocks to test for a possible short circuit. There were no reports of adverse patient effects, and the lead and device remain implanted and in service.

Manufacturer narrative:
This report will be updated if additional information is received. The device was later explanted for normal battery depletion, and the lead remained in service with the replacement device. There were no subsequent alerts or issues reported with either the device or lead. Upon receipt at our post-market quality assurance laboratory, the device was thoroughly inspected and analyzed, and met specifications in testing and analysis. Based on recorded data from device operations and an engineering calculation based on programmed values, this device met longevity expectations. The device was then put through and passed a series of automated diagnostic tests that verified the performance of the defibrillation, pacing, sensing, high-voltage shocking, and recording functions of the device. By design, this device stores operational data for the last calendar year of service; review of that data showed the average shock impedance measurements were normal. The device was attached to an electrical resistance of known value and the shock impedance was manually measured, and found to be normal as well.